Event description:
It has been reported to philips that the allura system would not power on. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned diagnosis procedure and the procedure was completed by moving the patient to another room. The customer was planning to do some system tests when it was identified that the system did not power up. The philips remote service engineer (rse) inspected the system remotely and found no issues with the system. The fse asked the customer to contact him if the reported issue reoccurs. The fse confirmed that the system was returned to use in good working order. The codes were updated based on the investigation outcome.